Manufacturer narrative:
A review of the device history record was performed and all product met requirements prior to release. There was no evidence that the device failed to meet specifications, and the report could not be substantiated. A cause for the event cannot be established. This report and use of categorical definitions required by FDA 3500a does not constitute an admission by riverpoint medical or its employees that riverpoint medical or its employees have caused or contributed to the event described in this report. Riverpoint medical has filed this information to comply with the medical device reporting regulation 21 cfr 803. If additional information is provided to riverpoint medical regarding this event, a supplementary 3500a form will be submitted as required by the FDA.

Event description:
According to the reporter, "it was reported that during the surgery, the tip of the inserter was fractured while the surgeon tried to implanted the anchor. And the surgery was finished with the fractured piece of inserter remaining in the patient's body."